Event description:
Our affiliate is reporting that, a patient had a rotator cuff rupture. The initial repair was fixed with a double row suture-one spiralok anchor for the medial row and one superquick anchor for the lateral row, respectively. After 2 to 3 months the patient complained about increasing pain, so the surgeon decided to perform another operation, which took place in 2006. It was discovered that the spiralok anchor had broken at the eyelet. To complete the case, the surgeon removed the foreign body and continued to repair the rotator cuff, as necessary.

Manufacturer narrative:
The product is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. However, historically, this type of failure has been attributed to the possibility that during initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. In either of these cases, this could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Therefore, no other root-cause can be determined other than those cautioned against in th IFU. We believe this to be a user technique issue. In this case, surgical intervention was necessary, therefore, an MDR is being filed to document this event. No further action is warranted at this time, however, if any additional information is received that is pertinent and germane to this issue, it will be reflected in a followup report.